Event description:
On (B)(6) 2009 excelsior medical received a medwatch report from a representative (B)(4). The medwatch was filed in response to a heparin adverse event experienced by a patient participating in a (B)(4) clinical trial. The patient in question received a heparin-induced platelet antibody on (B)(6) 2009 after presenting a platelet count of 54000/ul. The test was positive and the patient was admitted to the emergency room on (B)(6) 2009 for heparin-induced thrombocytopenia. The patient has reportedly been taking heparin since (B)(6) 2005 and has been receiving heparin-fraction (lovenox) from (B)(4) 2009 through (B)(4) 2009. (B)(4).

Manufacturer narrative:
Excelsior medical contacted the initial reporter of (B)(4) for additional information concerning the incident. However, the suspect device(s) had been discarded and he was unable to provide any lot numbers for investigation. Excelsior forwarded all available information on this complaint to our clinical consultant, (B)(4). He noted that the development of antibodies to a heparin product is a rare, patient-specific event, and is independent of the good manufacturing practices or quality/sterility practices of excelsior medical. Furthermore, the adverse event investigator concluded in the initial medwatch report that concomitant administration of lovenox has to be considered the most likely explanation for the patient's heparin induced thrombocytopenia (hit). Excelsior's clinical consultant was in agreement with these findings, noting that, although rare, hit can occur in patients receiving heparin over long periods of time. An investigation by both excelsior medical and the institution conducting the clinical trial has shown this adverse event to be heparin-induced thrombocytopenia. Although in was not definitively determined as to whether excelsior's heparin products or another heparin product were the result of hit, this type of disorder is known to occur in some patients who receive heparin and is not the result of poor product quality on excelsior's part. Furthermore, hit is fully documented as a potential side-effect of heparin administration in excelsior's instructions for use pamphlets that are included with all product shipped from our facility. Since the information available does not reasonably suggest that any of excelsior medical's products were adulterated or defective in any form or function, no corrective or preventive actions are necessary and we now consider this complaint to be closed. As part of a follow-up, excelsior medical contacted the initial reporter of the medwatch and requested the status of the patient involved in the event. (B)(6) reported that the patient has recovered from her bout with heparin induced thrombocytopenia and that her last platelet count was normal. She has been given no further heparin products since the incident and is continuing with her regular cancer treatment.